Manufacturer narrative:
(B)(4). This is a report of use error, where there was an improper disconnection of the patient from the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient forcibly disconnected their transfer set from the catheter during drain five of five of peritoneal dialysis therapy on the homechoice. The technical services representative assisted the customer with ending therapy and reviewed proper procedures with the customer. There was no patient injury or medical intervention reported. No additional information is available.